Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient experienced an event of infusion set detachment on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for ten hours. The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Revision 21 of (B)(6) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(6). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010354, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010354 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 6 on 22-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l01220 was manufactured according to the wi version 65 and manufactured in the machine sc03, on 21-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l03507 was manufactured according to the wi version 8 and manufactured in the machine itl01, on 26-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l03496 was manufactured according to the wi version 8 and manufactured in the machine itl01, on 26-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.